Event description:
It was reported that the patient presented with an infection in the artificial urinary sphincter (aus) surgical site. Requiring surgery for the removal and replacement of the aus. The surgery date has not been established. The infection was treated. There were no further patient complications.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.